Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pat reported that the sensation of vibration seemed to coincide with a portable freezer that was in a bedroom. Unplugging the freezer resolved the therapy issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) was involved in several issues. The patient, who has dystonia, experienced severe pain in the feet that the deep brain stimulation does not manage. Additionally, the patient could feel some vibration when a portable refrigerator was on, but the sensation ceased when the device was turned off. The patient is sensitive to sensations and textures. The patient is also having trouble finding the right settings for their therapy and is working with the doctor on this issue, including considering changes in medication.